Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right ventricular lead exhibited high capture threshold, large r-waves and high, high voltage lead impedance. The lead was capped and replaced on (B)(6) 2018. During the procedure, it was noted that the right atrial lead had micro dislodgement. The lead was capped and replaced on (B)(6) 2018. The patient was stable.